Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer got moist, so the patient put it in the oven. The patient then felt a large shock, but was not injured. The patient had not felt anything since.

Event description:
Additional review indicated that all four lights were showing solid on the programmer. The programmer lights were also noted to be flashing at one point. When the batteries were removed and reinstalled, there were no lights and no beep. The programmer was found to be corroded.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), product type programmer, patient; product ID 3986, serial# (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7492, serial# (B)(4), implanted: (B)(6) 1989, product type extension. (B)(4).